Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified, moderately tortuous, totally occluded proximal right coronary artery (rca). The 9mm x 1.50mm maverick over the wire balloon ruptured at 9 atms during the initial inflation. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".